Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was would not display the patient's ECG and other non-critical patient parameters. After 15 minutes the crew reported the device began to work properly. Without this functionality the need for defibrillation therapy could not be determined. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. Stryker replaced the ECG cable as a preventative maintenance. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was would not display the patient's ECG and other non-critical patient parameters. After 15 minutes the crew reported the device began to work properly. Without this functionality the need for defibrillation therapy could not be determined. This issue is patient related; however there was no adverse patient outcome reported by the customer.